Event description:
The customer reported to olympus that their hd autoclavable camera head did not display an image during reprocessing. There were no reported of death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to a defective charged coupled device (ccd). It was also noted a non-olympus cable was installed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.